Event description:
It was reported that, per pump logs, and empty reservoir alarm occurred on (B)(6) 2014 at 12:59am with an empty reservoir alarm the following day at 2:30am. A pump refill or update occurred on the same date at 8:10am. It was later reported that the event was noticed in the pump logs. The patient missed a refill. He did not experience any symptoms. The pump was refilled with no issue. At the time of this report, the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l51676, implanted: (B)(6) 1998, product type: catheter; product ID 8835, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).